Manufacturer narrative:
Correction - the 2008t hemodialysis (hd) machine had a burnt power cord at the molded end inside the plug that was observed by the on-site biomedical technician while the unit underwent preventive maintenance (pm). The biomed replaced the power cord/plug which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event. The power supply cable assembly was received by the manufacturer for analysis. A visual examination was performed which revealed signs of heat damage along the neutral prong of the plug and within the mold of the plug. A detailed inspection of the damaged prong showed pitting. The measurement of resistance from end-to-end of each prong found no discrepancies. Functional testing was performed by installing the received component into a working unit. The machine was powered on for an extended period of time with the received power supply cable assembly. There was no further heat damage during the time the machine was powered on. A rinse program was also performed without further damage to the power supply cable assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final qc testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported event. A visual examination of the power supply cable assembly confirmed that the prong and plug mold sustained burn damage. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008t hemodialysis (hd) machine had a burnt power cord at the molded end inside the plug. The plug was the original system component. The burnt power cord was observed while the unit underwent preventive maintenance (pm). Therefore, there was no patient involvement. No smoke was visible, no flames or sparks were observed, and no burning smell was present. No other component damage due to excessive heat was identified. The biomed replaced the power cord/plug which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for physical evaluation.